Event description:
Initial reporter indicated that a study patient developed a post operative infection. Patient was hospitalized for 6 days and was treated with a total of 10 days of IV vancomycin. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.